Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 ventricular functional mitral regurgitation (mr), tethering of leaflets, ischemic cardiomyopathy, mitral annular calcification involving the entire posterior leaflet and mitral valve area of 2 square centimeter for a mitra clip procedure. The length of posterior leaflet was 10mm and mitral valve area was 4 square centimeters. During the procedure, while performing the first established final arm angle (efaa) testing the mitraclip was opened. Trouble shooting was performed but was unsuccessful. It was replaced with the new device and completed the procedure successfully. All steps were performed as per IFU. The final mr was grade 2+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.